Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's screen went dark and the device stopped working during therapy (medication, dose, rate and volume unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. The reported issue, screen went dark and the device stopped working, was verified through visual observation of a physically damaged display. The display became distorted as a result of the damaged screen, which was determined to be caused by an external influence. The liquid crystal display was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
N/a.